Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on july 14, 2015. (B)(4). The event was confirmed upon completion of the investigation. The actual device was visually inspected and it was revealed that only the sampling line was returned for investigation; however no other anomalies were found. Leak testing was attempted on the line but it would not hold pressure. A leak was observed on the female angled luer connector. Magnified inspection of the connector revealed a crack. A review of the device history record revealed no anomalies. This issue is known to occur from over tightening the luer connector on the manifold. Therefore this complaint has been attributed to customer technique. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corp. That prior to cardiopulmonary bypass, during prime, a leak was observed on the sampling manifold at the inlet elbow connection. The device was changed out, and the procedure was completed successfully w/o delay. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully w/o delay.